Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion located in the external iliac artery.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion located in the external iliac artery.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting 1mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.